Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jul-2018 with the following findings: a review of the black box showed evidence of a short battery life with drastic a voltage drop leading to a call service 128 alarm. The battery compartment was cracked at the threads on the side and below the grip pad. No battery cap was returned. The test battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister. A leak test failed due a battery compartment leak. The pump powered up to a low battery warning upon start up. The reported short battery life complaint was duplicated. All currents read within specifications. The pump cover was removed to find no further moisture corrosion or any alarms during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was alleged the battery compartment was cracked with moisture. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.